Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep adjusted the 5vdc voltage circuit. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would intermittently shut down during fluoroscopic x-ray. No pt injury was reported.